Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facillity: it was reported that the bags are not emptying completely and air is pushing into the patients. We had quite a few patients saying that there was air left in the bag and line itself. No injury reported.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) photos were provided for evaluation. Based on the evaluation results, no defects were observed via the photos. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.